Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any instrument malfunction. The hsc specialist indicated that the hcg result was due to little or no sample pick-up. The customer did not obtain any additional discordant result. The cause of the discordant, false negative hcg result was related to a sample issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The patient was in an emergency room and presented with vaginal bleeding. The patient also underwent ultrasound, which was negative. The customer obtained a urine sample from the patient and performed a urine pregnancy test, which resulted as positive. The initial discordant result was reported to the physician(s), who questioned it. The original sample was repeated on the same instrument and on an alternate dimension exl instrument, resulting higher both times. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.